Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with display like a barcode when pressing a button due to moisture damage on the lcd board. The device also was received with cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that the insulin pump had a display that was not acting correctly. The blood glucose reading was 240 mg/dl. The customer's mother stated that the home screen looked normal, but when it went to another screen, the display looked like a barcode with a flashing center. She noted that the display did this for a short period of time, then it reverted back to the normal home screen. Advised discontinuation of the insulin pump. Nothing further reported.